Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report that the clip was difficult to deploy and after deployment, the clip detached from one leaflet requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip was advanced and positioned on the mitral valve. Clip deployment was attempted however, the clip would not deploy. Troubleshooting was performed and while rotating the handle, it was noted that the clip would not rotate. However, with continued rotation of the clip handle, the clip eventually deployed but lost contact with the anterior mitral leaflet (single leaflet device attachment). A second clip was implanted to stabilize the first clip. Mr was reduced to 2. Post deployment of the second clip, the mean gradient was noted to increase to 6 mmhg. The physician was satisfied with the result despite increase in mean gradient. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and a cause for difficulty deploying the clip, subsequent lack of clip rotation (clip sticking), and the clip detaching from one leaflet cannot be determined. The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.